Event description:
It was reported on 04june2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. Two clips were implanted, reducing mr to a grade of 1. On (B)(6) 2024, echocardiogram showed vegetation grow around the implanted clips. For treatment, the patient was given oral antibiotics.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported endocarditis was unable to be determined. The reported patient effect of endocarditis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.